Event description:
No additional information has been provided.

Manufacturer narrative:
Corrected data: d4 (lot number) additional data: b5, d9, h3, h6, h10 device evaluation: visual inspection of the returned nail revealed the nail had been fully distracted. There was no physical damage observed on the nail. The x-ray images of the internal components did not indicate any visible damage and confirmed the nail had been fully distracted. The nail was functionally tested and could not be retracted or distracted with the fast distractor which confirmed the reported failure. Additional testing revealed the nail could be retracted and distracted using an external remote controller (erc). The length as received was measured at 264.14 mm. The minimum, and maximum lengths were measured and met the specification. Distraction force testing was measured at 245.1lbs which meets the specification. Based on this investigation, it is likely misuse occurred with the fast distractor/erc at time of the revision procedure which likely caused the nail to become jammed. It is likely the nail became jammed during the recharging phase on the back table. Precice nail is single use only and unable to retract/distract post-operatively. Device labeling: per the precice intramedullary limb lengthening system instructions for use, "this product is licensed to the customer for single use only." Device records review: a review of the device history records (DHR) confirmed there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a 215mm nail with a distraction length of 50mm was implanted to correct a limb length discrepancy of 70mm as the surgeon could not use a nail with a larger stroke due to the patient's anatomical conditions. Instead the surgeon opted to lengthen the possible 50mm, remove and retract the nail, and start another lengthening protocol. Information was received that during the revision, the nail would not retract neither in-situ nor when it was explanted and tested with the fast distractor on the back table. The nail was then exchanged a week later. No patient injury was reported.